Event description:
Patient came to pediatric infusion therapy center (pitc) accessed with his implanted vascular access device (ivad). Registered nurse (rn) went to check blood return to hook up his bolus, and normal saline (ns) pushed out of the tubing above the clamp closest to the enclave (proximal to the patient). Crack in line.